Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 pounds due to faulty force sensor resistor. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, broken belt clip slot and cracked display window.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was 41 mg/dl. There were cracks on the screen and by the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.